Manufacturer narrative:
The incoming service inspection did not confirm the reported event. Pre-repair temperature testing check was 76 degree f. The device was tested to specification and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device heated up during use. No impact or consequence to patient.